Manufacturer narrative:
(B)(4).

Event description:
The pt experienced difficulty recharging her implantable neurostimulators initially after implant. She stated she was unable to achieve full coupling and that the signal frequently dropped out. A recharging education session was completed with a field rep. Full coupling was achieved and sustained for 1 hour. Approx 6 months after implant the pt reported that recharging was taking 12 hours and she was frequently seeing the temperature sign. The field rep interrogated the device and analyzed the recharge history logs. There was no history of a 12 hour recharge in the past 5 recharges for either device. The devices were again recharged for an hour. No temperature warning sign displayed. The pt informed the field rep that she was scheduled for device replacement. She had been unable to achieve contact between the devices and the recharger. The devices were depleted and the pt had been without therapy for 2 months. The pt met with the field rep again. Full coupling was achieved when recharging. The hcp decided to replace the neurostimulators because the pt was not managing recharging well. There was no pt injury associated with the event. The pt recovered without sequela. Reference mfg. Report # 3004209178201100670 for concomitant neurostimulator.